Event description:
During baxter's device evaluation for an unrelated complaint, the device displayed a "door not fully latched" message. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported door not fully latched alarm, caused by a missing link switch. The upper auxiliary assembly was replaced.